Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(6).

Event description:
The patient was implanted with a pump in (B)(6) 2008 for chronic lumbar pain due to degenerative disease. For the past year prior to the report the patient had been able to ambulate at his baseline with good strength in the arms. Approximately 1 month prior to the report, the patient presented with ill-defined generalized weakness and was admitted to a chronic care facility. According to the patient¿s family, about a week prior to the current hospital admission, the infusion rate of the pain pump was turned up. Approximately 2 days prior to the admission, the patient developed substantially worsening weakness in the legs, new weakness in both arms, and respiratory weakness with poor tidal volumes. The patient was admitted to the hospital and underwent a workup which included a cervical spine computed tomography (CT) myelogram which revealed cervical spinal stenosis with cord compression due to a disc osteophyte complex at c3-4. After a pulmonary evaluation, the patient underwent c3-4 anterior cervical discectomy and fusion on (B)(6) 2014 without complication. Due to concerns about the patient¿s preoperative ventilator weakness, he was kept in the intensive care unit (ICU) after the surgery for observation. For the first few days after the surgery he did well and began to regain some strength in the arms but his tidal volumes remained low and he was kept in the ICU. On (B)(6) 2014, the patient¿s tidal volumes deteriorated and over the course of the day he became nearly quadriplegic. The patient underwent emergency magnetic resonance imaging (MRI) of the cervical spine which revealed no problems in the area of the surgery that could account for the deterioration. The physician examined the patient over the course of several hours repeatedly. The patient¿s neurological function would fluctuate, ranging from complete quadriplegia to being able to move one arm or the other slightly against gravity but no movement in the legs. Based on th e fact that his neurological deterioration had started soon after the increase in the infusion rate of the pump, the fact that all other causes of quadriparesis had been excluded or treated, and the fluctuating nature of his quadriplegia, the physician became convinced that the patient was receiving an excessive dose of intrathecal morphine and bupivacaine. All other narcotics were discontinued and the patient received narcan. He tolerated narcan poorly and became agitated and hypertensive, but his motor function and ventilator function slightly improved. It became clear that the pump infusion rate should be lowered immediately. Throughout the remainder of the long night, during which the patient was in extreme distress because of near-quadriplegia and on the verge of respiratory failure, the physician attempted several times to contact a manufacturer representative to come that night to turn down the pump. The physician did not receive a response and explained that this was an emergency and that the patient was in critical care on the verge of respiratory failure. The patient survived the night surrounded by his anxious family. The pulmonologist was on standby in the event that intubation would be required. The manufacturer representative was reached the morning of 2014-10-03 and stated that she would not touch the pump until she had received permission from the managing physician. The attending physician asked that the managing physician contact him. The managing physician reached the attending physician and gave the orders to turn the pump down to the minimum rate infusion setting. The patient was to be supplemented with intravenous (IV) medications as needed. Within hours after this was done, the patient¿s respiratory distress resolved. By the next day, the patient was moving all 4 extremities well. By 3 days later, the patient was able to stand and take a few steps. It was clear that the patient¿s altered neurophysiology in the setting of cervical myelopathy had made him intolerant of intrathecal narcotics at that particular infusion rate. It was determined that the cause of the event was respiratory failure due to intrathecal morphine overdose; attributed to drug effects. The patient was also taking dilaudid at the time of the event. Patient outcome was reported as recovered; he had residual deficits due to his cervical myelopathy, not the pump event. At the time of the report, the pump had delivered morphine 25mg/ml at 5mg/day and bupivacaine 9mg/ml at 1.8mg/day.